Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age.the event was reported to have taken place in the beginning of (B)(6) 2012.the device was reported to have been implanted during late (B)(6) 2012.the complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. (B)(4).the complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted during a gastroscopy procedure performing within late (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant fibrotic stricture within the esophagus. The lesion was not dilated prior to stent placement. The stent was implanted successfully. Towards the beginning of (B)(6) 2012, the patient presented at the hospital with difficulty swallowing. A gastroscopy was performed and it was discovered that the stent was occluded at the proximal end with tissue granulation. On (B)(6) 2012, a second wallflex esophageal stent was implanted within the existing stent to open up the stent. The patient condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted during a gastroscopy procedure performing within (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant fibrotic stricture within the esophagus. The lesion was not dilated prior to stent placement. The stent was implanted successfully. Towards (B)(6) 2012, the patient presented at the hospital with difficulty swallowing. A gastroscopy was performed and it was discovered that the stent was occluded at the proximal end with tissue granulation. On (B)(6) 2012, a second wallflex esophageal stent was implanted within the existing stent to open up the stent. The patient condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. The following information was reported to boston scientific corporation on (B)(4) 2013: there were no complication as a result of this event. It was reported that placement of the second stent resolved the difficulty swallowing. Both stents were removed on (B)(6) 2012.